Event description:
Stinging and redness, with some discharge in the corner of the eye, after use of complete moisture plus multipurpose solution. Dose of amount: recommended, frequency: daily. Dates of use: 2-3 weeks off and on.